Event description:
Patient had adverse local tissue reaction, pre-op cultures negative. MRI positive for pseudo tumor and cyst. (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This event is a duplicate of pi ((B)(4)).this event has been reported under MFR report for report #(0002249697-2013-02670).

Event description:
Patient had adverse local tissue reaction, pre-op cultures negative. MRI positive for pseudo tumor and cyst. Cobalt 2.2 chromium .04. Cobalt fluid 20 parts per million, chromium fluid 240 parts per million. This event is a duplicate of pi ((B)(4)).this event has been reported under MFR report for report #(0002249697-2013-02670).